Event description:
It was reported that the device aborted shocks when hooked up to a simulator. There was no pt involvement.

Manufacturer narrative:
Evaluation summary: results code - based on the evaluation of the device and available info, no conclusion can be made at this time. The investigation remains open.